Event description:
It was reported that a dexcom g7 sensor did not pair with the ilet due to an incorrect pairing code entered on the ilet, while glucose readings were available in the dexcom mobile application; the user was guided to toggle bluetooth, re-pair, and enter the correct code, and was advised that pairing could take approximately twenty minutes. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no emergency treatment, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error related to incorrect pairing credentials, with successful reattempt steps provided. It was concluded that the event was attributable to use error in device pairing rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.